Event description:
The reporting rn stated verbally that on 02/17/2006, that this patient had been receiving his hemodialysis treatments for 3 weeks with this prescribed dialyzer. It was also learned at that time that this patient is new to dialysis. And for this event to this patient, the patient was stable pre treatment and had started his dialysis. At the onset of treatment the patient reported shortness of breath, and also c/o feeling hot. The patient continued to state he "just couldn't catch my breath". The patient denied any heart complaints at that time. The b/p was 139/67 with a pulse of 117. The patients' blood was reinfused at that time and 911 was called. The patient was admitted to the hospital. The patient was later discharged and is continuing to receive dialysis as an outpatient in the dialysis clinic with a trialing different dialyzers. There is no sample availble for evaluation.